Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that insulation damage was noted on the right atrial (ra) and right ventricular (rv) leads. Oversensing noise was also noted on the ra lead. Both leads were capped and replaced. No patient complications have been reported as a result of this event.